Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was and calibrated to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit during a case. There was no patient injury.